Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)), controller ((B)(4)), and four batteries ((B)(4)) were returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Log file analysis revealed a loss of power to the controller on the (B)(6) 2016, confirming the reported event. Analysis of the four batteries and pump revealed that the devices met specifications; the devices passed visual inspection and functional testing/dimensional verification. The controller failed to meet specifications; the controller passed visual inspection but failed functional testing due to a depleted nickel-metal hydride battery which resulted in the failure of the no power alarm" as the battery was not depleted, but was unable to hold charge, thus having defective cells. The manufacturer has opened an internal investigation to address the issue of controller "no power" audible alarm failures.the most likely root cause of the loss of power is a double disconnect of the batteries. This is report one of three reports (3007042319-2016-00648, 00649, 00650) submitted for devices related to the same event. Battery - (B)(4) - expiration date: 09/30/2015 / device manufacture date: 09/09/2014. (B)(4). (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required :(B)(4). This is report one of three reports (3007042319-2016-00648, 00649, 00650) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the family found patient dead at home. Both batteries were detached/ disconnected from controller. It was not known how the patient came to be disconnected from both power sources or if patient factors contributed to this occurrence or not. There is no more information that is coming for explaining why this occurred.